Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an inappropriate shock. The right ventricular pace/sense portion of the lead was noted to be fractured and had high impedance, no capture, and diminished sensing. The pace/sense portion of the lead was capped and a new lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.